Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 483 (mg/dl) and large ketones. Reportedly, contact believes the pump is not delivering insulin appropriately; however, a system check with tandem technical support indicated the pump was performing as expected. Customer was released approximately 12 hours later in stable condition and bg levels in target range. It was indicated that manual injections would be used for diabetes management.